Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced program alarm anomaly and missing segments/partial display. The customer's blood glucose value was unknown at time of incident. The customer's blood glucose was 132 mg/dl yesterday. The customer stated that the screen went up to 6 and turned black. The customer reported the screen did not turn normal after new battery inserts. The product was returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a problem isolated to the interface board. Unable to confirm the watchdog alarm, missing segments/partial display or display anomaly or perform any tests due to the blank display. The pump was received with a cracked reservoir tube lip.